Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of the two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03944 and 3005099803-2016-03945 for associate device information. It was reported to boston scientific corporation on (B)(6) 2016 that two flexiva 200 tractip laser fibers were used during a ureteroscopy procedure in the ureter performed on (B)(6) 2016. Reportedly, the laser unit used was a lumenis 120 watt laser with laser settings of 0.2 joules and 50 hertz and 0.8 joules with 8 hertz on the other laser unit pedal alternating between the two pedals of 6.4 watts. According to the complainant, during the procedure and inside the patient, when the fiber was being used for about a minute, a spark at the laser fiber tip was noted (captured by manufacturer report 3005099803-2016-03944). A second flexiva 200 tractip laser fiber was used and sparking at the tip was noted again almost immediately upon firing but not as big as the first fiber (captured by manufacturer report 3005099803-2016-03945). The procedure was continued and completed with the second flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.